Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and subsequently expired. It was further alleged the event was caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.